Event description:
Unimax endomini detachable 5mm endo pouch was noted to have a small hole in the bag when it was pulled out of the trocar during a laparoscopic appendectomy. Specimen was still in the bag. Bag size 3"x4".